Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and esc button of insulin pump was sticky and had to push hard, multiple times. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump had e code and a code. Customer also reported that the unexplained no delivery alarms and they had to reprime to clear and sometimes had to change the site. The insulin pump will not be returned for analysis.